Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314vrm implantable defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing (twos). It was suggested to either change the rv lead sensitivity or change the sensing vector from true bipolar (tb) to integrated bipolar (ib). The lead remains in use. No patient complications have been reported as a result of this event.